Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is a cloud platform for eversense system. A review of the dms showed that the glucose value was trending down and at 08:01 pm on 30 may 2019, the sensor glucose (sg) reading was 90 mg/dl and not 300 mg/dl as reported by the user. The customer complaint of sensor inaccuracy could not be confirmed. Further investigation was not possible because of lack of information from the customer as they said they deleted all the information on their phone.

Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event due to the device showing a high reading of 300 mg which prompted the patient to take insulin causing a drop in the glucose level. Patient reported that she did not receive any low glucose alert. Patient did not require any medical attention.